Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2010-04061. The pt received an scs sys, including a surgical lead, on (B)(6) 2010. It was reported the lead was explanted and replaced due to a sudden loss of stimulation, high impedances and a fracture. As the pt had also reported a shocking sensation at the ipg pocket, the ipg was also explanted and replaced. The explanted ipg and lead were returned to the MFR for analysis. F/u on the pt found no further issues reported.